Event description:
The customer contact reported a "possible shock." The pump was returned to the biomedical department with an unsigned note that stated, "unit must be checked, possible shock." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events while the pump was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The field service engineer performed testing and investigation at the user facility. The device passed electrical safety testing. This report represents all the information known by the reporter upon query by hospira personnel.